Event description:
The physician's office reported that it was believed the software (flashcard) was returned with the handheld device. Since it was not, the office planned to look for the flashcard. The return product form indicated the reason for product return was "not functioning.' An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The reported event could not be confirmed since the software was not returned with the handheld.

Event description:
The physician's office reported that they were experiencing problems with the dell x5 handheld computer getting stuck when they trying to interrogate. After selecting interrogation, it looked like it is trying to interrogate but it did not show the patient's settings. Sometimes it would work if they try it again, but they requested a replacement computer/software because it was taking too long to retry. A replacement was provided to the office. The faulty computer was returned to the manufacturer for analysis, but analysis has not been completed to date. The software was not returned with the computer. Attempts for return of the software have been unsuccessful to date.